Event description:
A report was received that the patient¿s ipg was causing great discomfort. The patient¿s physician recommended the patient to another physician for an explant procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that no further course of action as of this time.

Event description:
A report was received that the patient's ipg was causing great discomfort. The patient's physician recommended the patient to another physician for an explant procedure.